Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found out of specification in relation to the reported failure to detect an upstream occlusion, which was not reproduced during evaluation. A review of the event history log identified no evidence of "occlusion" alarms on or before the reported date. Testing showed that this device was able to detect an upstream occlusion within design specification and the complaint was unable to be confirmed. As part of all spectrum device servicing by baxter, this device went through release testing in service before being sent back to the customer. During this release testing in service it was identified that the upstream (ultrasonic) sensor was not within its manufacturing calibration criteria. This criterion, while tighter than design performance specifications, assures baxter is returning the device as close to new device specifications as possible. The upstream sensor was replaced and re-calibrated to the manufacturing specifications and passed all release testing in service. The upstream sensor being outside of the manufacturing calibration criteria does not signify a failure of the device to provide it¿s intended function but again assures baxter is returning the device as close to new device specifications as possible. The reported symptom of under infusion was in inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. The blue side key clamp was clamped during the therapy, which led to an under infusion. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm upstream occlusion during therapy intensive care unit while the blue slide clamp was clamped. The device was programmed to deliver a volume to be infused 79 ml of cisatracurium 1mcg/kg/min, at 22.2 ml/hr over the night. The device log showed 271 ml of medication was infused but the bag was clamped with the blue slide clamp and none of the medication was administered. There was no known patient injury or medical intervention associated with this event. No additional information is available.